Event description:
It was reported that during routine device change out due to normal eri, externalized conductors were observed. Patient was asymptomatic. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 10.5-12.0cm from the distal tip. The etfe coating was damaged during explant at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.